Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that nurse noticed a huge crack at battery compartment and side of insulin pump. Customer does not know how damage occurred. Customer's blood glucose was 530 mg/dl which was treated and was lowering. Customer was advised that insulin pump would need to be replaced.